Event description:
The manufacturer received a voluntary medwatch (mw5161240). The device in question is a remstar plus m-series. The user alleges that they noticed tiny pieces of grey-colored foam (which they claim is deteriorating) coming from the unit. The user reports having an uncontrolled cough that keeps them up at night, which they believe is linked to device usage. The user did not provide any contact information. Without patient contact information, returning the device for evaluation will be impossible. At this time, no further investigation can be carried out. If any additional information is received, a follow-up report will be filed.